Manufacturer narrative:
Please note that the following section was incorrectly reported on the follow-up #01 MFR report: and is being corrected on this follow-up #02 MFR report: evaluation of the returned cat12 confirmed that the distal tip was damaged. If the catheter is forcefully advanced against resistance, the distal tip may become damaged. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
Evaluation of the returned cat12 confirmed that the distal tip was damaged. If the catheter is forcefully manipulated, damage at distal tip may occur. The distal catheter damage was likely the reported peeled coating. No coating was confirmed to be peeling from the returned device. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure to treat a arteriovenous (av) graft using an indigo system aspiration catheter 12 (cat12). During the procedure, the physician completed approximately three passes using the cat12. While advancing the cat12 during the fourth pass, the physician noticed that the coating at the distal end of the cat12 had started to peel off. Therefore, the cat12 was removed. The procedure was completed using a new cat12. There was no report of an adverse effect to the patient.